Manufacturer narrative:
Submit date: 04/20/2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 04/16/2010, that a customer had an issue with a catheter, continuous flow. The customer reports the oscillating wire broke off inside the catheter and they were unable to deflate the balloons. They had to withdraw the device and pop the balloons, with an arterial needle, at the access site in order to withdraw the catheter.